Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that the balloon busted. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. However, the device was busted. There were no patient complications reported.